Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was duplicated and attributed to the bridge board. The customer declined repair; therefore, the device was returned and labeled as not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.